Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial finger repair procedure on (B)(6) 2014. During the procedure, the tip of the inserter fractured with the suture anchor. Subsequently, review of radiographs revealed patient retained the tip of the fractured inserter. Patient was revised on (B)(6) 2015 to remove the fractured tip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."